Event description:
According to the reporter, the device will not power on. There was no pt on. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control contacted the reporter who stated that his customer (paramedics ) has decided not to have the device repaired, due to the cost of the replacement system pcb assembly.